Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on 05/13/2011 states that as of (B)(6) 2011 , rv lead impedance >2000. Thresholds vary. Sensing ok- consistent around 11-12mv. Down to 9mv in (B)(6), today 14.5. Will be referred to ep dr. (B)(6) for further evaluation. Rep believes ep is likely to replace lead due to riata's historical performance, especially in europe. Patient was seen by rep at dr. (B)(6) office today for normal followup. Rep first became aware of the situation today. Clinic noted high impedance at last check on (B)(6) 2011. Discussed that high impedance generally indicates a conductor fracture rather than insulation breach. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).